Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified underweight and broken shell. A visual and microscopic analysis was performed which identified striated broken edge on the posterior due to a surgical impact. A stress mark in the shell was observed, orientation dot was missing, creases fold, wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification base on the device analysis the final assessment is: missing orientation dot. A striated opening on posterior edge due to surgical damage.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.